Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn 07061192 has been completed. As received, the monitor was unable to recognize an ECG signal. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause of the open resistor was unable to be positively identified but is consistent with damage sustained when a patient is externally defibrillated while wearing the device. The root cause for the open resistor could not be positively identified.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate treatment event consisting of two shocks. The patient was in a hospital room at the time of the treatment event. It was reported by the hospital that the patient was treated twice by the lifevest and then hospital staff had to use their defibrillator to shock the patient for the third time. After the treatment event, the patient was transferred to the ICU and the device was removed as the patient was intubated, sedated, and had an IV that would be in the way of the lifevest. Per the patient's downloaded flag files and continuous ECG recording, the patient was in vt at 170 bpm with motion and tactile artifact at 06:40:59 on (B)(6) 2017. The response buttons were pressed at 06:41:30. A treatment shock was delivered by the lifevest at 06:42:17. The rhythm at the time of the treatment shock was ventricular tachycardia at 160bpm with motion and tactile artifact. The post-shock rhythm was ventricular tachycardia at 250 bpm with motion and tactile artifact. The treatment shock delivered was a 107 joule pulse with an impedance of 680 ohms. The low energy pulse was delivered due to the high impedance. A second treatment shock was delivered by the lifevest at 06:42:40. The rhythm at the time of the treatment shock was ventricular fibrillation with motion and tactile artifact. The post-shock rhythm was bradycardia at 50bpm with motion and tactile artifact. The treatment shock delivered was a 150 joule pulse. The lifevest was shutdown at 06:42:52 on (B)(6) 2017. The lifevest was restarted at 06:45:13 on (B)(6) 2017. The response buttons were pressed at 06:45:53. At 06:45:57, the continuous ECG recording shows the patient was in supraventricular tachycardia (svt) at 190 bpm. A non-lifevest defibrillation was delivered at 06:46:42. The rhythm at the time of the non-lifevest defibrillation was svt at 190 bpm. The post-shock rhythm was ventricular fibrillation. A second non-lifevest defibrillation was delivered at 06:47:02. The rhythm at the time of the second non-lifevest defibrillation was ventricular fibrillation. The post-shock rhythm was bradycardia at 50 bpm with recurrent svt. A third non-lifevest defibrillation was delivered at 06:56:16. The rhythm at the time of the treatment was svt at 170 bpm. The post-shock rhythm was svt at 180 bpm. No additional non-lifevest defibrillations were recorded and the lifevest was shutdown at 07:45:22 on (B)(6) 2017.